Manufacturer narrative:
User facility's biomedical engineer (biomed) received suspect pump and felt the unit needed a new motor.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the pump would not start. If user waited a few seconds, the pump would come on. All other functions appeared to work correctly. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.